Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. However, pump error 63 alarm confirmed in the pump history due to cold solder joint on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Event description:
Customer letter was requested. Customer reported via phone call that the insulin pump alarmed hardware low level failures. Customer blood glucose reading was 300 mg/dl. Bolus amount was recorded in the daily history. The alarm did not occur during rewinding and filling process. The insulin pump passed self-test. Customer was able to rewind but got stuck in the rewind. Customer also reported no delivery alarm. Insulin pump will be returning for analysis